Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device is not being returned. A review of the device history record was performed which confirmed no inconsistencies. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a ligamentoplasty and meniscus suture procedure, the suture broke during tightening. No t implants were left behind unsupported in the patient's joint space. The case was completed successfully after a procedural delay of approximately fifteen minutes. There were no immediate patient consequences, however the meniscus has been weakened.